Event description:
On the morning of (B)(6) 2019, the patient received the following results within 10 minutes: 192 mg/dl (system 1) and 71 mg/dl (system 2). On the evening of (B)(6) 2019, the patient received the following results within 10 minutes: 186 mg/dl (system 1) and 73 mg/dl (system 2). The same test strip lot number was used for both meters and results.